Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor unexpectedly stopped delivering medication to the patient during therapy. After an unspecified time after beginning the infusion, the infusor stopped delivering medication. There was no patient injury or medical intervention associated with this event. No additional information is available.